Manufacturer narrative:
Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing / leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve side piercing through a corrective and preventive action (CAPA#1800001). H3 other text : see h.10.

Event description:
It was reported that during use there was poor sleeve function with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from chinese to english: when using the fbn, it found that the sleeve did not recover, and blood leakage at sleeve. This happens when the first blood vessel is connected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there was poor sleeve function with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the fbn, it found that the sleeve did not recover, and blood leakage at sleeve. This happens when the first blood vessel is connected.